Event description:
It was reported that bd maxzero needleless connector was damaged the following information was received by the initial reporter with the verbatim: a liberal ide encountered a problem on the PICC line. In fact, when the PICC line was checked, it was cracked. This was a vygon catheter assembly associated with a bd valve with the number on the valve: 220824a20. The valve having been installed at the patient's home, we are unable to distinguish between the maxplus¿clear or maxzero® model.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. E1- initial reporter email address- (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no samples were received for investigation for pr (B)(6), in which the customer has stated: ¿when the PICC line was checked, it was cracked¿. The product in use at the time is reported to be a mz1000. The customer also reported that during this incidence, leakage was observed. The details of this feedback were forwarded to the manufacturing site for investigation. Evaluation of the laser inscribed maxzero® ID determined the likely lot numbers for the affected component to be either 22036010 or 22035030. A review of the production records for lots 22035030 and 22035030 did not identify any in-process testing failures or quality deviations which may have resulted in a fault of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 products in the past 12 months.

Manufacturer narrative:
Investigation results: one mz1000 sample was received for investigation of (B)(4). The sample was received connected to a PICC line and neither product was received with any packaging. The returned samples were subjected to pressure testing; which confirmed the customer's experience as leakage was observed at the connection between the maxzero and the female luer of the PICC line; however, upon closer inspection it was noted that the leakage emanated from a crack in the female luer of the PICC line; no damage, or manufacturing defects were observed to the maxzero component. The details of this feedback were forwarded to the manufacturing site for investigation. Evaluation of the laser inscribed maxzero® ID determined the likely lot numbers for the affected component to be either 22036010 or 22035030. A review of the production records for lots 22036010 and 22035030 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance the leakage was observed from damage to the unknown PICC line and not from the maxzero component; furthermore no manufacturing defects were observed to the maxzero which may have contributed to the observed damage. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the mz1000 product.

Event description:
No additional information.